Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the drive arm tube tore by the weld, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer advised bar that runs across the width of the bed broke. Dealer advised due to the issue when you crank the bed up it only raises so far and slanted on right side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised bar that runs across the width of the bed broke. Dealer advised due to the issue when you crank the bed up it only raises so far and slanted on right side.